Manufacturer narrative:
On december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 4, mentor became aware that the patient's age was 45 at the time of the event. Information has been updated under section a of this form. Mentor also became aware that the procedure performed was revision reconstruction, and 800cc mentor implant was used on the right side as the replacement device on (B)(6) 2020. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a delamination at patch without leakage. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an 800cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.